Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Batch # l90t6h. The device was received with the clamp arm detached from the instrument and not returned. As a result of the clamp arm detachment, the tube assembly was distorted. The tissue pad could not be inspected due to the clamp arm was not returned and the tissue pad is embedded to clamp arm. The device was partially tested with a generator and the device performed as required during testing; though all testing could not be completed due to the condition of the returned device. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or possible entanglement in fibrous tissue. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an open total gastrectomy, the tissue pad was detached off outside the patient when a scrub nurse wiped the device with wet gauze. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.